Event description:
The customer reported to olympus that on the evis lucera elite colonovideoscope when operating the control panel, the angle cannot be controlled during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, a foreign substance comes out due to the clogging of the sub-transport channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the insulation resistance value of the front end does not satisfy the standard due to scratches on the c-cover, the bending angle in the up direction does not meet specification due to abrasion of the angle wire, switch button one has abnormality in the operating feeling of the switch due to damage, the light guide bindle is not in good condition, there is a scratch on the charged coupled device (ccd) lens, the light guide lens is broken and discolored, the bending section cover adhesive is broken, switch button 2 is deformed, and there is a crease in the universal code. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/breakage of the channel was observed, nor was any deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.